Event description:
While opening/setting up for port placement, they noticed that the wrong sized introducer and tubing were in the port package. Doctor notified and asked us to open another port. New port opened and used. No harm to the patient.